Manufacturer narrative:
The correct catalog number is 14324-97. The correct lot number is 11216060. The correct expiration date is 03/31/2017. (B)(4). The field service engineer (fse) was dispatched to the site and confirmed the unit was within specifications.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was partially released and used on patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), lot trending, product return, concomitant product evaluation and retains analysis. Lot trending and concomitant product evaluation was not performed since there is clear and sufficient information to determine use-error. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." One suspect positive bi was received. The ci disc is gold, the cap is depressed, the vial is crushed, and there is no media in the vial with which to confirm the suspect positive result and dried vial issues. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures on the plastic vial or tyvek® liner that would be consistent with false positive from external contamination. No manufacturing related anomalies observed. The assignable cause is user error related to the incubation of a bi with reduced media from a broken ampule with pre-existing damage of unknown origin. Per instructions for use, if a broken ampule is found after processing, process a subsequent load with another sterrad cyclesure 24. A customer letter was sent to educate the customer regarding the user error. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.